Event description:
It was reported that during a surgical procedure at the user facility, the device lost accuracy. The procedure was completed successfully with no significant delays or known impact to the patient associated with the event. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility the device lost accuracy. The procedure was completed successfully with no significant delays or known impact to the patient associated with the event. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.